Manufacturer narrative:
Concomitant medical products: product ID: 4568-53 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead for oversensing, high rate non-sustained episodes, and short ventricular intervals. The interrogation also showed oversensing on the atrial channel. It was noted this was due to electromagnetic interference from a pool with an improperly grounded light fixture and the patient was inappropriately shocked. The device remains in use. No further patient complications have been reported as a result of this event.